Event description:
Additional information was obtained from the olympus sales representative on 07-feb-2022. The intended, an unspecified diagnostic procedure, was completed in a different room. There was a delay, but the amount of time is unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 2 years since the subject device was manufactured. Based on the results of the investigation, on the visera elite video system center , regarding reported issue of getting an error code b30 has been confirmed. It was discovered that the reported issue may have resulted from the broken inner part of the video connector socket, but the cause of that could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported b30 communication error code and a piece of metal in the camera paddle. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during preparation for use, the visera elite video system center had a b30 communication error code and a broken piece of metal in the camera paddle. There was no harm or user injury reported due to the event.